Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 15mg/ml at 9 .0mg/day and bupivacaine 3.0mg/ml, dose not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient began noticing a headache shortly after the initial implant 6 months ago. The headache was unlike her typical migraines. The headache was worse when upright and better when laying down. The patient also developed a seroma around the pump pocket. There were no known environmental, external or patient factors that may have led or contributed to the issue. A blood patch was performed with no improvement in headaches. The actions and interventions taken to resolve the issue was the healthcare provider decided to remove the pump and catheter. The physician would like the catheter evaluated for a potential hole. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found ¿no significant anomaly - catheter anchor damaged at explant¿. If information is provided in the future, a supplemental report will be issued.